Manufacturer narrative:
This event occurred in norway. Alber gmbh is filing this report because the device is marketed and sold as well in the u.s.

Event description:
Narrative translation of the event: allegedly the user felt with his wheelchair and smoov. As a result of the fall the bracket of the smoov broke and the user suffered a wound on the face which was treated with an band aid in the emergency room.